Event description:
The swan catheter was noted to have fallen out/disconnected from the swan catheter itself (between the blue cvp port and the white connection). Follow up reveals: the representative was contacted and all affected lots will be replaced at no charge.